Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right thoracoscopy malignant tumor surgery, while resecting the lung, a warning tissue limit was displayed and the staple stopped. Another devices were used to complete the case. There was no patient injury.